Event description:
It was reported that during a subacromial decompression, shoulder arthroscopy procedure, the pt suffered a slight burn at the area of the incision. The burn was reported to be the size of a dime. The surgeon used a shaver to clean away the burnt tissue and the case was completed without delay. The settings used were 160 cut/50 coag/30 blend and a cannula was not used. This is one of two separate events reported by the same surgeon. No further pt info and no add'l adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
Device eval revealed the device was in good condition. The unit was tested and functioned properly. Review of the device history revealed nothing relevant to the event. This is the first complaint of this type for this part/lot combination. Product dfu warns of the possible conditions that may lead, during the use of this device, to the condition reported by the customer. Furthermore, the cut settings used by the customer are higher than the recommended settings of 120watts. The cause of this event, however, could not be determined from the info available.